Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr proxima claim letter received. Claim letter alleges iatrogenic damages, detrimental to the patient's health because prosthesis made up of cobalt, which caused increased of ionemia. It was also indicated that patient is seeking for full compensation. Doi: (B)(6) 2008; dor: (B)(6) 2009; unknown hip.